Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that unstable angina occurred requiring treatment. In (B)(6) 2022, the subject was referred for cardiac catheterization. The target lesion was located in the proximal left circumflex artery (lcx) extending up to middle lcx with 90% stenosis and was 14 mm long, with a reference vessel diameter of 2.5 mm. The target lesion was treated with pre-dilatation and placement of 2.50 mm x 16 mm synergy stent system. Following post-dilatation, the residual stenosis was noted to be 0%. Three days later, the subject was discharged on aspirin and clopidogrel in (B)(6) 2025, the subject was diagnosed with unstable angina pectoris and was hospitalized on the same day for further treatment. At the time of event, the subject was on aspirin and clopidogrel. Two days later, the subject underwent coronary angiography which revealed 70% proximal to distal stenosis in the lcx which had previously placed study device and was treated with percutaneous coronary intervention (target vessel revascularization). Post intervention, residual stenosis was noted to be 0%. Medication was also given to treat the event. Two days later, the event was considered to be recovered/resolved, and the subject was discharged from the hospital.

Manufacturer narrative:
H6: patient code was updated. E1: initial reporter phone: (B)(6).

Event description:
It was reported that unstable angina occurred requiring treatment. In (B)(6) 2022, the subject was referred for cardiac catheterization. The target lesion was located in the proximal left circumflex artery (lcx) extending up to middle lcx with 90% stenosis and was 14 mm long, with a reference vessel diameter of 2.5 mm. The target lesion was treated with pre-dilatation and placement of 2.50 mm x 16 mm synergy stent system. Following post-dilatation, the residual stenosis was noted to be 0%. Three days later, the subject was discharged on aspirin and clopidogrel in (B)(6) 2025, the subject was diagnosed with unstable angina pectoris and was hospitalized on the same day for further treatment. At the time of event, the subject was on aspirin and clopidogrel. Two days later, the subject underwent coronary angiography which revealed 70% proximal to distal stenosis in the lcx which had previously placed study device and was treated with percutaneous coronary intervention (target vessel revascularization). Post intervention, residual stenosis was noted to be 0%. Medication was also given to treat the event. Two days later, the event was considered to be recovered/resolved, and the subject was discharged from the hospital.